Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a health care professional regarding a patient who was receiving an unknown drug at the time of the event. The office progress notes indicated that surgery was performed to remove and replace pump catheter due to infection in 1998

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.